Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Customer emailed me letting me know that he just became aware of 5 devices hsk-3038 that the end users had issues with. He is going to get more details and get back to me. Customer sent me several reports from his internal database but no lot numbers seemed to be attached. I have attached a document with what he sent me. Several of the reports are from complaints/devices that have already been reported. Date of event is unknown.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #(B)(4). The device was returned to the factory on 12/23/2019 for evaluation. An investigation was conducted on 02/14/2020. The delivery device with the seal and tension spring assembly and aorta cutter was returned. A visual inspection was conducted.signs of clinical use and evidence of blood were observed. The seal and tension spring assembly were returned inside the delivery device with the aorta cutter. The seal was observed to be outside the delivery tube tip with the tension spring assembly remaining inside the delivery tube. The seal was taken out from the loading device for inspection. No visual defects were observed on the seal or tension spring assembly. The white slide lock on the plunger was fully depressed and the blue slide lock was disengaged. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Per the instruction for use (IFU) ¿place a single finger over the seal to anchor in place while slowly pulling the delivery device back¿. No measurements were taken on the delivery tube due to the presence of blood on the device. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported.

Event description:
Customer emailed me letting me know that he just became aware of 5 devices hsk-3038 that the end users had issues with. He is going to get more details and get back to me. Customer sent me several reports from his internal database but no lot numbers seemed to be attached. I have attached a document with what he sent me. Several of the reports are from complaints/devices that have already been reported. Date of event is unknown